Event description:
Additional information: it was reported that the reason for the volume discrepancy was still unknown. The patient's pump was replaced due to the issues reported.

Event description:
It was reported there was a volume discrepancy problem at 2 refill sessions; the actual residual volume (arv) was less than the expected residual volume (erv). The first time the arv was 0.5 ml and the erv was 4 ml. The second time the arv was 0.5 ml and the erv was 11 ml half way through the refill cycle. The patient experienced increased baseline pain but no overdose symptoms were reported to account for the suspected increase in medication. It was noted it did not appear that the patient was accessing the pump. The patient was on "high crazy orals" but was lowered. It was also noted that dye and roller studies were performed in 2009 or 2010 and no problems were found. It was also reported the patient had peripheral edema from someone "jacking up" the pump a little while ago and they were delivering too much bupivacaine at a high rate. The pump was changed to a lower rate. On (B)(6) 2012, it was reported dye and roller studies were performed in (B)(6) 2012, and no problems were noted. The patient had loss of efficacy and increased optional pain when lying on one side." On (B)(6) 2012, it was reported the patient's pump was filled with 20 ml of medication on (B)(6) 2012. The patient was in the clinic on (B)(6) and the erv was 16 ml but the arv was 12 ml. It was noted the volume discrepancies were getting better. At the beginning of spring/summer the health care professional (hcp) took the bupivacaine out of the pump because the patient complained of pronounced numbness on his left side when he laid on his left side. It was also noted it was hard to push medication in after aspirating the pump. The device system was used to deliver dilaudid. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had recovered well from surgery and was doing well with the therapy. The pump was replaced (B)(6) 2012, and the patient outcome was "recovered without sequela". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), explanted: 2012 (B)(6), product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter: product ID 8590-1, lot# n138647, implanted: (B)(6) 2008. Product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump and catheter segment were returned for analysis. Final analysis of the pump revealed miscellaneous alarm anomaly/resonator anomaly and a deformed pump head tube. Final analysis of the catheter segment revealed sutureless connector coring, tears, cuts in seal. No leak was seen in lab.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete